Manufacturer narrative:
The dispatched fse could determine that the device's log file contains several recordings of error conditions for the period in question that are in context to the reported ventilator failure. The issue was narrowed-down to the ventilator motor and, the unit was replaced consequently. The motor was tested in the manufacturer's lab and it could be confirmed that it inhibited start-up problems at the specified lower end of supply voltage. After opening it could be observed that the collector disc showed strong abrasion from the carbon brushes and burn marks as well. This explains the intermittent start-up problems. The device had been in use for nearly five years while being under voltage for the whole period. This summarizes up to more than 40.000 hours of operation for the motor as the motor always keeps the piston in position against gravity or changing pressure conditions - even if the device is in standby only. Under these exceeding operational conditions the wear and tear will be accelerated. A failure of a single component after such period of permanent use is considered acceptable, especially when reflecting that manual ventilation remains available to the full extent under these certain error conditions. No other issue was found with the device and, the exchange for the motor has put it back into fully operable condition.

Event description:
See initial MFR report #9611500-2015-00290.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator of the workstation failed. No patient consequences have been reported.